Manufacturer narrative:
The device remains in patient and will not be returned for evaluation. The investigation is not yet complete. A follow-up report will be submitted with all additional, relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2021, a percutaneous coronary intervention was performed on the proximal left anterior descending (lad) coronary artery, 75% lesion. A 3.5x48mm a xience next generation des 48 stent was successfully implanted, reducing the residual stenosis to 0%. The procedure was performed without complications. On (B)(6) 2021, the patient had called emergency responders with chest pain and an st elevated myocardial infarction (stemi) was diagnosed. On (B)(6) 2021, the patient was admitted to the hospital. Per coronary imaging, thrombus was observed in the target lesion, lad stent although there was no device malfunction. As treatment, thrombus aspiration and balloon angioplasty were performed. Medications were also provided. The patient's ejection fraction was observed at 30% per echocardiogram and the patient was discharged home with a life vest (personal defibrillator). No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect(s) of myocardial infarction, angina, and thrombosis are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.